Event description:
It was reported by the rep that the ECG signal is distorted while the pump is in operation. The numerical display on bpm machine would jump from 50 to 100. There are 5 pumps at the facility and they do not know which one of them may be the pump in question. There was no pt consequence. Also see associated mdrs 1221934-2008-00307, 1221934-2008-00308, 1221934-2008-00310 and 1221934-2008-00311.

Manufacturer narrative:
Mitek is, at this point in time, awaiting receipt of the complaint device towards conducting an eval. Upon completion of the investigation, the resulting conclusions will be the subject matter of a follow-up report.